Manufacturer narrative:
On 7-feb-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the device was not irrigating. It was reported that during the operation, device (including port, luer hub) was not irrigating. A second device was used to complete the operation. There was no adverse event reported on patient. On 17-jan-2024, additional information was received indicating the event was noticed during use on the patient. There were no error from the irrigation pump. The pump was switching from ¿low¿ to ¿high¿ flow during irrigation. No water came out from the tip of the catheter when high water flow flushed the catheter before getting into the body. The correct catheter settings were selected on the generator.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the device was not irrigating. It was reported that during the operation, device (including port, luer hub) was not irrigating. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and pump and pressure gage test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. A pump and pressure gage tests were performed, and the device was found occluded. Further investigation revealed reddish material occluding the irrigation holes. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. Since reddish material was observed occluding the irrigation holes, the customer complaint was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4). On 28-feb-2024, manufactured date was updated from 12/5/2019 to 10/10/2023 and expiration date was updated from 12/4/2020 to 10/9/2024 . As such, fields d4. Expiration date and h4. Device manufacture date have been corrected.